Event description:
It was reported by the sales rep that there was an alleged patient fall from a bed. It was reported the hospital was using a stryker bed without bed exit, with a hill-rom mattress and an ehob overlay, and that the patient reportedly rolled over the top of the siderails and out of the bed. The sales rep reported the hospital is not alleging any malfunction of the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.